Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 14.5 cm distal to the df4 connector pin the insulation was found abraded through, at this location a part of the conductor cable leading to the ring electrode was found damaged. These damages are assumed to be the root cause for the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages, like cuts into the leads body 17 cm distal to the df4 connector pin, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 28 months, oversensing with aborted and inappropriate shocks were observed. Lead extraction was performed without complications. An insulation damage was noted.